Manufacturer narrative:
The complaint sample was returned for evaluation and showed a cosmetic finding of excess material on the edge. A review of the lot device history records is ongoing. Medical documentation was not provided.

Event description:
Consumer reported experiencing discomfort in left eye upon initial use of product. Upon removing product, consumer continued to experience discomfort. Consumer visited local eye clinic and reported that the treating doctor did not provide a diagnosis but did prescribe sodium hyaluronate pf ophthalmic solution. Consumer is recovered. Medical documentation was not provided.

Manufacturer narrative:
A review of the lot device history records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.